Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the aa-psn100, assist arm surgical positioner , serial number (B)(4), that southern indiana surgi center hospital recently experienced on 28april2021. Information received indicates that the assist arm is getting very sticky, and the surgeon cut his hand trying to get motion. Clarification received notes the surgeon was trying to move the articulating piece that assistarm connector attaches to and cut the palm of his hand trying to place in it neutral position prior to case starting. The cut was through first layer or so of tissue in "meat" of palm, about the size of a dime. No stitches or medical treatment was necessary and there was no bleeding. Surgeon was not wearing gloves at the time. The issue happened while prepping patient but before draping the patient prior to active use. The procedure was successfully completed by using the same positioner without further issues. This report is being raised on the basis of injury as although no medical treatment was required, the doctor was cut.

Manufacturer narrative:
H10: investigation of the customer's complaint of the device sticking and the surgeon received a minor cut trying to get the device to move is inconclusive. The device in question, used in the procedure, is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause cannot be identified. The service history was reviewed, and no data was found. A device history record (DHR) review was not conducted as the device has been in the field for more than 12 months. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that equipment in poor condition can cause injury. Do not use if one of the following observations is made: one or more parts of the positioner are damaged, loose, bent, torn or missing. The hydraulic hose is damaged. Presence of friction in one of the locking mechanisms when they are unlocked. The temperature of the device does not lie between 10c (50f) and 35c (95f). A clamping handle no longer affects its respective mechanism. The clamp's jaw does not slide correctly. The actuating lever of the pedal does not return to its original position when released. The presence of oil on a part of the device. This issue will continue to be monitored through the complaint system to assure patient safety.